Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received. E1 - (B)(6).

Event description:
The event occurred on an unspecified date and involved a chemo clave® vented bag spike. The reporter stated that chemotherapy was attached to a patient using a chemo clave vented bag spike and administration set with spiros attached. The pump was alarming to say air in line. On examination, the drug was leaking from vented bag spike into spiros attachment and that the center of bag spike pushed in with spiros attachment and then not releasing causing fluid to leak into spiros attachment. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
Additional information: updated lot number d4 section and h4. The reported complaint of a leak could not be confirmed. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.